Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn and the outer insulation had a cosmetic depression.

Event description:
The device was returned to the manufacturer after the patient's death, was analyzed, and tested out of specification. The cause of death was indicated as respiratory failure and amyotrophic lateral sclerosis.